Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required. The sensor was inserted into the arm. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient stated they were experiencing inaccurate reading all day and indicated that they are non-symptomatic and had an extreme low glucose event. The patient told his wife to call the paramedics as he lost consciousness. The patient¿s wife administered the patient with a glucagon pen and when the paramedics arrived, the patient was feeling better. The paramedics treated the patient with intravenous (IV) therapy and the patient did not go to the hospital. At the time of contact, the patient was doing well. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.